Event description:
Same event as MFR report #'s: 2134265-2008-01104 and 2134265-2008-01105. It was reported that during a coronary stenting procedure, three balloon ruptures occurred. During a choronography study, it was discovered that the pt had multivessel lesions in the descending artery and the physician decided to perform the stenting procedure. After guide wire placement, three maverick2 monorail balloon catheters were used for dilation in the following order: 15mm x 2.0mm, 12mm x 2.0mm and 20mm x 3.0mm. All three balloons ruptured. The final balloon (20mm x 3.0mm) completed the dilation. The total number of inflations and to what atms for each balloon is unk. Another MFR's stent was successfully implanted and the procedure was completed. No pt complications were reported. Pt status is reported as "stable". Add'l info has been requested regarding this event, but has not been received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.